Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device was loaded and fired across the renal vein with no problem. The device was reloaded and fired across the renal artery and the device locked out. The device opened with no problem. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B) (4): spring cartridge lockout tab. Eval summary: the analysis showed that the ats45nk device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was tested for functionality with a test reload, and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.